Manufacturer narrative:
The tech found the cause to the trendelenburg valve seat is stuck in the port. The tech replaced the trendelenburg valve to resolve the issue.

Event description:
Tech alleged that the trendelenburg lever is not putting bed into the trendelenburg position. No pt impact.